Event description:
Procedure type: roux-en-y. According to the reporter: at the second firing on the blind end after esophagojejunostomy, the handle could not be squeezed smoothly. Since the staples were malformed, firing was performed again. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).